Event description:
It was reported that during a cryo ablation procedure, groin access was achieved successfully, and the guidewire was advanced. During insertion of the integrated dilator/needle, a prolapse of the needle, dilator, and guidewire was observed on fluoroscopy. When the devices were removed, a kink was observed on the guidewire. The guidewire was replaced and during re-insertion it was noted on fluoroscopy that the devices did not advance in the anatomy as expected. The physician suspected a tear in the venous femoral anatomy. A venogram was performed and under fluoroscopy with contract injection, extravasation occurred. It was further reported that a tearin the venous femoral anatomy was confirmed with fluoroscopy. A vascular surgeon was consulted, and no interventions were recommended. The case was aborted while the patient was under general anesthesia. The patient's hospitalization was extended. The next day the patient was stable and was discharged. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the 4fc12 sheath with lot 0011621615 was returned and analyzed. Visual inspection was performed on the shaft and handle before functional testing and dissection. No anomaly was identified during the external visual inspection. The handle, shaft and sideport were intact with no apparent issue. The reported clinical issues (dissection) occurred during the procedure. The case was aborted under general anesthesia. There is no indication of relation of adverse event to the performance and malfunction of the product. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.